Manufacturer narrative:
(B)(4).

Event description:
The customer reported via a private (B)(6) group that their insulin pump over delivered about 88 units of insulin. The customer¿s blood glucose level was unknown at the time of the incident. The customer had filled the reservoir to 300 units and resumed basal delivery, but after 10 minutes, noticed that the reservoir only had 212 units remaining. The customer called the help line and the pump ended up being ok. The customer stated that they were okay a few hours later and they do not believe they got the full bolus. The customer treated with ginger ale to avoid going low. Troubleshooting was completed per the customer's post. It is unknown if the insulin pump will be returned for analysis.